Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5084715 that a patient underwent unspecified breast surgery with unknown mentor gel implant. Now this patient presented with left side capsular contracture; baker grade iii, lactation disorder, and generalised illness (elevated prolactin levels, lactating for several years, severe colitis, chronic diarrhea, bloating, cramping, food intolerances, lack of appetite, concentration issues, memory loss, word retrieval issues, chronic fatigue, joint pain, hands swollen, hands puffy, thinning hair, skin extremely dry, cold hands, cold feet, fingers discolored when cold, headaches, neck pain, spine pain, trouble swallowing, choke easily, dry blurry eyes, drusen present on retina, malaise, breast pain, tingling, pins and needles in hands, pins and needles in feet, receding gums, oral thrush). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.